Event description:
It was reported that the patient was having an ongoing problem with csf leaks. The catheter had been replaced as it was an 11 year old catheter. Initially, the patient came back for a csf leak. The hcp suspected it was due to the "ostomy site at the old catheter insertion point". The hcp "only over sewed the site and placed some duraseal". The patient presented again approximately 2-3 weeks later with "weeping at the back when she was sitting up". Catheter studies were performed and were noted to be "normal". The hcp then requested an indium injection into the catheter access port which showed an apparent leak in the system, but again could not pinpoint exactly where it was. The patient underwent "corrective surgery" in 2009. The hcp still was unable to find the site of the leak until closing the wound and was then able to trace it back to the pump connection. A portion of the catheter was replaced due to a suspected hole in the catheter. It was suspected that the hub of the connector pin may have perforated the catheter when it was positioned onto the connector pin. Per the reporter, the patient's baclofen therapy was going well. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.